Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device sensor cause damage to skin, erythema to forehead where the sensor was placed. It was reported that the patient was given anti-histamines and current status was all resolved.